Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level were 501 mg/dl, 472 mg/dl and 192 mg/dl. Customer declined to troubleshoot for the high blood glucose value. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.